Manufacturer narrative:
Product code: pkl. Common name: hemostatic metal clip for the gi tract . Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use state: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Caution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record for the lot number confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a clipping procedure, the physician chose a cook instinct endoscopic hemoclip. Minor upper gi (gastrointestinal) bleeding was treated endoscopically by clipping. The first clip opened but did not close, and it was withdrawn from the channel of the endoscope. After removal, the clip was inspected and it detached but did not close (see related MDR 1037905-2018-00274). The second clip was checked before it was inserted into the working channel [of the endoscope] and it detached during inspection (subject of this report). The third clip worked fine and the procedure was completed. The nurse said they held the handle spool during insertion. The following additional information was received on 06/01/2018: the nurse described that they are holding the handle spool of the clip during advancement, which is against instructions for use. Corrective actions have been taken. This occurred prior to patient contact; there was no impact to the patient.